Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: three (3) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination. Functional testing of (B)(4) revealed that the batteries were unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chips (ic) that monitors the batteries and reports information to the controller. This corruption caused the batteries to trigger a safety flag and become inoperable. The batteries passed functional testing after the flags were cleared, which was done by sending reset commands to the battery. Additionally, a review of the batteries internal logs revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the batteries will not charge until the voltage decreases below the threshold. If the batteries remain connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Functional testing of (B)(4) revealed that the battery was unable to charge or provide power. Supplemental testing revealed an open wire near the strain relief. The open wire resulted in the inability of the battery to power a controller or be charged by a battery charger. As a result, the reported events were confirmed. The most likely root cause of the batteries (B)(4) not charging or providing power can be attributed to a memory corruption of the batteries, triggering safety flags that rendered the units inoperable. The most likely root cause of the observed cov flags of batteries (B)(4) can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the open wire found in (B)(4) can be attributed to wear on the strain relief and/ or due to the handling of the device; which likely contributed to the fraying or breaking of the wire. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-nov-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 13-nov-2019 device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 08-nov-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 13-nov-2019 device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 30-sep-2017. Labeled for single use: no. (B)(4). Concomitant medical products: dvfb1d4 ICD and 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they would never charge past 50%, no matter how long they sat on the battery charger. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination. Functional testing of (B)(6) revealed that the batteries were unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chips (ic) that monitors the batteries and reports information to the controller. This corruption caused the batteries to trigger a safety flag and become inoperable. The batteries passed functional testing after the flags were cleared, which was done by sending reset commands to the battery. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power. Supplemental testing revealed an open wire near the strain relief. The open wire resulted in the inability of the battery to power a controller or be charged by a battery charger. As a result, the reported events were confirmed. The most likely root cause of the batteries (B)(6) not charging or providing power can be attributed to a memory corruption of the batteries, triggering safety flags that rendered the units inoperable. The most likely root cause of the open wire found in (B)(6) can be attributed to wear on the strain relief and/or due to the handling of the device; which likely contributed to the fraying or breaking of the wire. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.